Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. It was further reported that the middle port is showing a slow leak. This was noted during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.